Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began early to middle of (B)(6) 2012. The patient manages her diabetes with metformin pills (1000 mg 2x daily), glyburide pills (5 mg 2x daily) and actos pills (30 mg 1x daily). The patient continued to take her usual dose of medications. About 3 weeks after the alleged issue, the patient reported her blood glucose was elevating and claims she felt a symptom of thirsty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient confirmed the alleged issue occurred after removing/ replacing the battery in the subject meter. The cca walked the patient through the setup options to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.